Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was disconnected at the level of the stopcock. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.